Event description:
It was reported that patient presented for remote follow-up. It was noted that the lead exhibited high pacing impedance. Clavicular crush was suspected. The lead was explanted and replaced with new lead. Patient condition was stable.